Event description:
The reported complaint happened in 2004 however,alaris had not received any notification till 02/2005. The reported customer complaint details state that one of the smartsite connectors had detached from the line. A visual inspection of the returned set has confirmed the reportd complaint. A search of the quality data base has shown 6 similar customer reports with this mode of failure on this product code with the root cause being identified as insufficient solvent applications. To date lot numbers have been from 2003 model codes are unk. The total number of 20038e sets sold form december 2002 to december 2004 is 36,600. There have been no reports of this mode of failure in the market. The manufacturing site has been notified of this issue;corrective action will be implented in march 2005 to replace solvent dispensing devices to reduce the incidence of insufficient solvent application during the assembly process. Pt information requested and all available information is include in section a and b.